Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. During impella placement, the patient's right leg, which had prior digit amputations, became numb and painful. It was noted that the extremity was assumed to be ischemic. No additional vascular access was able to be achieved as attempts to check the flow past the peel away sheath was unsuccessful. As a result of the limb ischemia the device was explanted, and it was reported the patent survived the procedure.